Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image confirms the reported part number, but a different batch number. The image revealed the suture was detached from the needle. No physical damage visible to the imaged device. A visual inspection revealed t1 was deployed from the needle. The t2 anchor had been pushed forward into the pre-deployment position and was still attached to the needle. No physical damage visible to the device. A functional evaluation revealed the t2 anchor could be deployed as expected. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during meniscus repair surgery, the t2 of the ultra fast fix deployed prematurely, after t1 was implanted. T1 was removed using tweezers. Procedure was completed, after a non significant delay, with a back up device. No patient complications were reported.

Manufacturer narrative:
H2: additional information ¿b5¿.

Manufacturer narrative:
Internal complaint reference: case- (B)(4).

Event description:
It was reported that, during meniscus repair surgery, the t2 of the ultra fast fix deployed simultaneously, after t1 was implanted. Procedure was completed, after a non significant delay (less or equal to 30min), with a back up device. No patient complications were reported.